Event description:
A nurse reported the equipment didn't turn on prior to a cataract with intraocular lens implant procedure. The procedure was cancelled after the patient had received peribulbar anesthesia. There was no patient harm.

Manufacturer narrative:
The comp[any representative examined the system and was not able to duplicate the customer's reported event. The company representative completed a cleaning of connections between the power supply and the power distribution printed circuit board (pcb). The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one additional similar report for this system. The root cause cannot be determined conclusively. (B)(4).